Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, pts mother reported intermittent audio output on the g5 mobile app. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of intermittent audio on g5 mobile app could not be determined. A probable cause could not be determined.